Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the black box showed a ¿no cartridge detected¿ warning had occurred. The pump successfully completed a rewind, load, and prime sequence with no alarms occurring. The force sensor was found to be out of calibration and the force resistance measurement was found to be out of specification. The pump casing was opened and there was evidence of contamination found on the force sensor assembly. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.